Manufacturer narrative:
(B)(6).

Event description:
It was reported that after one day of use of a tache tube the customer noticed the cuff was torn, causing the tube to nearly get disconnected. No anomaly was found in the product prior to use. There was no patient injury associated with this incident.

Manufacturer narrative:
One portex sacett endotracheal tube was returned for analysis in used condition. No visual discrepancies were observed upon visual inspection. A syringe was used to inflate the cuff while submerged under water detecting a leak coming from a small tear in the cuff. Relevant documents were reviewed and deemed adequate. The manufacturing process was reviewed. Training records were reviewed with operators have been trained to operation have been performed. A review of 32 samples was inspected and tested; finding no discrepancies. Based on the evidence, the complaint is confirmed but the root cause is unknown.

Manufacturer narrative:
One portex sacett endotracheal tube was returned for analysis in used condition. No visual discrepancies were observed upon visual inspection. A syringe was used to inflate the cuff while submerged under water detecting a leak coming from a small tear in the cuff. Relevant documents were reviewed and deemed adequate. The manufacturing process was reviewed. Training records were reviewed with operators have been trained to operation have been performed. A review of 32 samples was inspected and tested; finding no discrepancies. Based on the evidence, the complaint is confirmed but the root cause is unknown.